Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip fracture nailing procedure, that the set screw did not function during assembly on the back table as it was jammed, therefore, the nail was removed from sterile field. Procedure was successfully completed with a new device. There were no harm to the patient due to this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The nail was returned for investigation. Upon evaluation, the set-screw was confirmed to be jammed (unable to turn) in the nail. The threads were measured, and were found to be conforming to specification. DHR was reviewed and no discrepancies were found. Corrective action has been initiated to further address the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends